Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) on the homechoice (hc) unit during dwell 4 of 5. The home patient (hp) was connected at the time of the alarm and the hp did not see the cause of the alarm. The hp would call the nurse and would finish therapy with a manual exchange. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention associated with the incident and the patient finished the box of supplies with no further issues. This complaint for a system error (B)(4) was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).